Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 06/19/07, the lay-user/reporter contacted lifescan alleging that the pt could not test his blood glucose because a one touch ultra meter was giving an "error 2" message and the display was fading. The pt tests his blood glucose four times a day. He takes humalog insulin but the details of his medication regimen are unknown. The reporter mentioned that the meter started giving the "error 2" message about 2 days prior to calling lifescan on 06/19/07. She described the "error 2" message as appearing like a "ghost message." It is unknown when the fading display issue started and if it prevented the pt from being able to test his blood glucose. During the 2 days that he was unable to test his blood glucose, the reporter stated the pt was guessing on how much humalog insulin to take. The same day, the reporter noticed that the pt was snoring loudly. She stated that the pt snores loudly when his blood glucose is low. When the pt woke up, he was "babbling" and not making any sense. The reporter treated the pt with a mixture of raisins, peanuts, ad candy. That same day, the reporter went to a pharmacy for assistance. She was given a loaner meter. No further clinical info was provided. It would have been helpful to know the following info: if the pt tried to test his blood glucose before going to bed one month later, what medication(s) he took the night before the event, what time the medications were taken, and if he ate dinner or a snack that night. In addition, it would have been helpful to know what the pt's medication or diabetes management regimen consists of, what changes the pt made to the regimen because of the meter issues, if the treatment relieved his symptoms, and if the pt sought or rec'd medical attention from a health care professional. The test stirps were described as being in good condition. The pt was using a correct technique for testing his blood glucose with the reported meter. The pt was not tested on another device. The reported issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the pt was unable to test his blood glucose for about 2 days. She further claimed that during this time he was guessing on how insulin to take and developed symptoms suggestive of hypoglycemia.